Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. The for the first firing, the surgeon tried to clamp the tissue, however, a strange sound was heard, but could close the jaws. Then tried to open the jaws to adjust the resection line, however, could not. The surgeon pushed the clamp cover back by hand and then could open the jaws and remove the device from the tissue. The device was removed from the tissue by force but no tissue damage was caused. On the back table, the reload was able to be removed from the handle with no problem. Replaced by a new device and the firing was completed. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.